Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer was failed. A field service engineer (fse) found that the main full height main drawer 5 had failed to close. The fse powered the station down, then specifically receded and inspected the latch in the positioning sensor, performed testing in diagnostics and resolved the issue. The customer had inventoried most the items in the application successfully. The fse also performed complete maintenance including inspecting the remaining hardware, adjusting it as required and confirming all software were current. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.